Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention (pci) was performed on a patient with coronary heart disease. Following predilitation of the target lesion, a 12mm x 2.50mm promus premier select stent was advanced into the guiding catheter. It was noted that while advancing the device, resistance occurred. When advancing the stent into the guiding catheter, a twist at the distal end of the stent was noticed. The stent was not deployed and the device was removed. It was noted that there were no issues present upon opening the package. The procedure was successfully completed with another of the same device. No patient complications resulted in relation to this event.

Manufacturer narrative:
Device evaluated by MFR: a 12 x 2.50mm promus premier select stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts at the proximal end of the stent were bunched distally. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention (pci) was performed on a patient with coronary heart disease. Following predilatation of the target lesion, a 12mm x 2.50mm promus premier select stent was advanced into the guiding catheter. It was noted that while advancing the device, resistance occurred. When advancing the stent into the guiding catheter, a twist at the distal end of the stent was noticed. The stent was not deployed and the device was removed. It was noted that there were no issues present upon opening the package. The procedure was successfully completed with another of the same device. No patient complications resulted in relation to this event.